Event description:
A report was received that the pt is experiencing a pinching sensation down her right lower buttocks. The physician decided to reposition the leads to achieve better coverage for the pt. The pt is reportedly doing well following the revision surgery.

Manufacturer narrative:
This is the final report.